Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captiflex extra small oval snares was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, the device was used to remove one polyp successfully. However, when the physician attempted to remove a second polyp, the device handle would not close and the snare loop failed to retract over the polyp. The device was removed from the patient and the procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results - the complaint device was visually inspected and it was noted that the handle cannula was detached from the handle. The active cord insert and the active cord connector were measured and both of them were found to be within specifications. The condition of the returned device rendered functional testing impossible. The complaint was confirmed; the detached handle cannula prevented loop retraction. Improper assembly of the cannula and handle likely caused the cannula to detach during use; therefore, the most probable root cause of this failure is manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captiflex extra small oval snares was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, the device was used to remove one polyp successfully. However, when the physician attempted to remove a second polyp, the device handle would not close and the snare loop failed to retract over the polyp. The device was removed from the patient and the procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of wire loop failed to retract. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.